Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and after removal of a temporary pacing wire, the right atrial (ra) lead dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.